Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker technical error. It is unknown if the device was in clinical use at the time of the reported event. There was no patient/user harm reported.

Event description:
The customer reported the device showed a "speaker technical error" error message. It is unknown if the device was in clinical use at the time of the reported event.there was no patient/user harm reported. The customer biomed spoke with a philips representative and was unable to confirm if there was sound being emitted with the error message. In agreement with the philips representative, the customer biomed replaced the speaker assembly to resolve the error message as reported. The device remains at the customer site.

Manufacturer narrative:
The customer reported the device showed a "speaker technical error" error message. It is unknown if the device was in clinical use at the time of the reported event.there was no patient/user harm reported. The customer biomed spoke with a philipsrepresentative and was unable to confirm if there was sound being emitted with the error message. In agreement with the philips representive, the customer biomed replaced the speaker assembly to resolve the error message as reported. The device remains at the customer site.